Event description:
It was reported that this right ventricular (rv) lead had observations of gradual rise in shock impedances that were now high out of range greater than 125 ohms. It was noted that the pacing impedance has also risen an little, and the thresholds and sensing were stable. Technical services recommended delivering a commanded shock once the values reach 150 ohms. The system remains in-service, and no adverse patient effects were reported.